Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso nav catheter and observed foreign material at the tip of the catheter. During the procedure, after withdrawal of the catheter from the patient, foreign material was found at the tip of the catheter. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received stating there was no difficulty experienced while maneuvering the catheter or during the withdrawal.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-nov-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso nav catheter. During the procedure, after withdrawal of the catheter from the patient, foreign material was found at the tip of the catheter. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. The device evaluation was completed on 20-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed a plastic-like material attached to the tip of the device. For this reason, a fourier transform infrared spectroscopy (ft-ir) analysis was requested, and it was concluded that the material observed shows the absorption bands for fluorinated polymer-based material, a polytetrafluoroethylene (ptfe) presumably a component of the inner wall of the sheath of a vizigo sheath. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material reported by the customer was confirmed. The ptfe particle could be related to the interaction of the catheter with the sheath during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).